Manufacturer narrative:
A model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that in the summer of 2021 before using a tampon the string appeared to be wrapped around the pledget. She used this tampon and upon removal the string was stuck to something, she said possibly her iud but she was not sure. She manually pulled the pledget out of her vaginal cavity enough to be able to cut the string which allowed her to then be able to remove the string as well. She experienced pain during removal which resolved. She did not seek medical attention and she did not experience any adverse health effects.